Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: during investigation, the pump was unresponsive with the returned battery cap and a test battery cap. No auditory alarm or vibratory alarm occurred. The display remained blank upon battery insertion. Evidence of moisture contamination was found inside the battery compartment. The pump case was removed to find no evidence of internal moisture. The pump was unable to be investigated due to moisture contamination. Other text : 01

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.